Manufacturer narrative:
A ge svc rep performed an onsite investigation. The reported issue could not be duplicated. The boards and connectors were reseated during the svc call. The 5 vdc power supply was adjusted. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys locked up during use. No pt or user injury was reported.